Event description:
After tanning at the (B)(6), I got athlete's foot from using the stand up tanning bed in (B)(6). I do not use public showers or gym showers, and the (B)(6) is the only public place I ever stand barefoot, so I'm sure that I picked this up from this location. I now know I should be wearing flip flops regardless, but I've been tanning barefoot at salons using stand up beds for 6 years and never have I gotten athlete's foot. I'm not the only person this has happened to, as I discovered another person I know also got athlete's foot after tanning at the (B)(6). He got it in (B)(6), and I just picked it up last week. In (B)(6) proving that this is a consistent problem that they don't seem to take care of. Another (B)(6) review from 2015 states that one customer got scabies. The owner who replies on (B)(6) claims this happened before management switched, however, my peer and I picked up athlete's foot after management switched. This tanning salon is disgusting and should be shut down immediately. They are willfully letting their customer's pick up disgusting bacterial infections by using their facilities.